Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing undesired stimulation in the ribs. The patient underwent a revision procedure wherein a linear lead was replaced. The patient was doing well postoperatively. The explanted linear lead was not returned.